Event description:
This is a non-serious spontaneous adverse event report received from a maintenance coordinator in (B)(6) on (B)(6) 2018. This report concerns a male physician of unknown age. On (B)(6) 2018 he, and his co-workers, started handling an oxygen cylinder (serial number: (B)(4), batch number: brbhaa7php) which had not been in use. When the medical personnel started using it, they noticed a leaking noise. They put the cylinder back on the floor. The noise increased and then the valve (a linde integrated valve - liv ) separated from the cylinder. The cylinder escaped, hit a doctor's leg, went into a hallway and bounced off until the gas ran out. The doctor had a cut in his leg. Suturing was required. There was no hospitalization, only emergency care. The cylinder and the valve will be collected in the next few days and sent to jundiai site for investigation. At the time of this report the outcome was unknown. Additional information is expected.